Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump would not working after being exposed to fluid in the swimming pool. Customer stated they received stuck button error alarm and button not responding. Customer stated screen looked foggy. The customer stated the insulin pump was not shows cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify frozen screen, button keypad anomaly due to the blank display. No damage or moisture damage keypad button or traces during visual inspection.